Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the senior perfusionist that the pt was experiencing pulsatile index (pl) events and power spikes; consequently, the pump was exchanged.

Manufacturer narrative:
The pt is ongoing on lvad support without further issue. No further info is available at this time. A supplemental report will be submitted when the event analysis is completed.